Event description:
The pt was admitted for a procedure in 2008 with a de novo, 99% lesion in the proximal to mid left anterior descending branch. The lesion was a chronic total occlusion and was heavily calcified. The lesion was pre-dilated and then a 3.0 x 33mm cypher stent was delivered to the lesion. While inflating the stent delivery system, the pressure would not increase above 8 atm. The physician confirmed that the balloon had ruptured because pressure started decreasing and there was slight leakage of contrast medium from the balloon. However, the physician managed to deploy the stent. Because the stent was a little under-dilated, post-dilation with a balloon was conducted and the procedure was completed successfully. When the stent delivery system was inflated outside of the pt, the physician confirmed that contrast medium was leaking from the distal end of the balloon, again. There was no pt injury reported. The physician commented that intravascular ultrasound was conducted. The balloon rupture seemed unlikely to happen due to the friction with the target vessel's calcification while delivering because the lesion was pre-dilated at high pressure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.